Event description:
It was reported by the systems longevity study team that during an unrelated surgery a small insulator cut was noticed inside the helix of the left ventricular lead. The lead was successfully repaired with a repair kit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.